Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was was confirmed that there was a foreign object attached to/clogged in the sub-water supply channel, but the foreign object could not be identified. There was no deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported that reprocessing was completed as per the user manual before sending the device for evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: during incoming inspection no leakage was found. The flexibility adjustment ring had a scratch. The grip had a scratch. The air/water cylinder had discoloration. The suction cylinder had discoloration. The switch box had discoloration. The scope cover had discoloration. The control unit had discoloration. The right/left angulation control knob had discoloration. The upward/downward angulation control knob had discoloration. The plug unit had a scratch. Due to burn on the plastic distal end cover, insulation resistance value at the distal end did not meet the standard value. The objective lens had a crack. The light guide lens had a crack and a chip. The connecting tube had a wrinkle. The universal cord had a wrinkle and a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope did not insufflate. The issue was found during examination. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.